Event description:
It was reported that a za9003 model intraocular lens (iol) was folded incorrectly and after insertion of the lens into the patient's left eye, it was noticed to be a bad fold which the front haptic was bent, the trailing haptic was kinked and the lens was scratched. The iol was removed from the eye and another lens of the same model, but a different diopter (23.0 d) was used as the replacement. There was no patient injury reported and no other intervention was required. No further information was available.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.